Manufacturer narrative:
An arjo investigator examined the device and found it in reasonable condition for its age. There was some surface corrosion on the stretcher parts. The right hand (foot from front of hoist) mattress had a tie-belt that was splitting where it joined the mattress. The manual handling staff on-site and the investigator could not conclude how the hoist had tipped, even if a patient was positioned at the extreme end of the mattress. The risk manager at the site requested a full lower and load test before the hoist would be returned to service. The tests were done as requested. The manufacturer concludes the event was a result of user error. The operating and daily maintenance instructions state the equipment is to be handled by trained staff, the mattress is to be properly attached, and the patient is to lie securely on the lift, so no part of the body can be damaged. The manufacturer recommends retraining the customer, especially in accordance with the safety instructions in the operating and daily maintenance manual.

Event description:
The facility reports the patient was raised out of the bath an positioned against the wall. The brake had been applied. The patient had been dried and was sitting in the center of the hoist with her legs over the side, ready to stand up. The staff nurse noticed the floor was wet, so she went out of the room to get a towel. She was gone for a very short time (towels were across the corridor). On returning, the patient was found on the floor in a corner between the wall and the bath with the hoist over her. It is unknown if the hoist was on its wheels, but both ends were in the upright position. Help was called to get the patient out. No injuries were reported.